Manufacturer narrative:
Concomitant medical products: 3ml and 10ml bd syringe; (2)mz9266; therapy date: (B)(6) 2016. The customer¿s report of a leak was not confirmed upon visual inspection or functional testing. Initial visual inspection revealed no damage and functional testing found no leaks anywhere on the standalone maxzero, or the extension sets. Leak testing further confirmed the results of functional testing as there were no leaks noted at any pressure. The root cause of the reported leak was not identified.

Event description:
The customer reported that the maxzero was connected to a 1.9 fr single lumen PICC, and was noted to be leaking at the connection with a 10ml syringe while infusing on a syringe pump. There is no report of any patient harm or medical intervention. The customer states that she was not able to recreate the leaking herself.